Event description:
The accounts maintenance stated that the head of the bed ran down on its own and cannot be raised now. He has isolated the issue to a stuck switch in the right siderail.

Manufacturer narrative:
The account has not completed repairs.